Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 367839a meets release criteria. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr results. On (B)(6) 2015, the caller tested on the inratio device and received an inr of 1.7. Reportedly, the finger was "milked" after the finger stick, multiple drops of blood was applied to the test strip and the sample was not immediately applied. A repeat inratio inr test was performed within five (5) minutes and the result was 3.7. Again, the finger was "milked" after the finger stick and multiple drops of blood was applied to the testing strip. All of these are considered improper techniques when performing the inratio test. Therapeutic range: 2.0 - 2.5. There was no reported adverse patient sequela. There was no additional information provided.